Manufacturer narrative:
A ge service rep performed an on site investigation. The charger board and interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system would not boot up and the circuit breakers on the workstation were tripped. No pt injury was reported.